Event description:
It was reported when using the pyxis medstation es system barcode scanners would not read the barcode on the label. The customer stated that the reported malfunction occurred when the user was trying to issue medication to the patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the barcode scanners would not read the barcode on the label for insulin slips on this device. A technical support specialist compared the settings for this printer with the other device that did scan and found that the only difference was with dithering settings and the one not scanning was set to smooth instead of none. A technical support specialist changed the setting to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. The contact information was kept blank due to a reported issue that was found by the field service technician while on site.